Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported experiencing shocking. The patient stated that after a reprogramming session with her healthcare provider about 2-3 months ago she began to experience shocking. The lo cation of the shocking was described as the patient's vagina and when the patient lower stimulation the shocking subsided. The patient called again on (B)(6) 2016 and reported the shocking was still happening, unknown if the setting was changed since previous call, and the patient also reported that the ins had moved. The patient was advised to follow-up with her healthcare provider, the patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.